Manufacturer narrative:
(B)(4). Initial reporter state: ni. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, it was reported by an unverified reporter that the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in an undisclosed location. The patient had an episode of loss of consciousness while she was at work in which she works at the hospital. At some point during the event, the cgm was reading 85 mg/dl and the blood glucose reading was 30 mg/dl. Her coworker found her unresponsive and sent her to the emergency department (ed). The patient was treated in the ed with unspecified IV fluid dextrose and food and recovered after treatment. There was no documentation of further medical intervention. At the time of the report, the patient was still in the hospital and expected to be release on (B)(6) 2023. At the time of contact, it was indicated that the patient was feeling much better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: health effect - impact code/ remove 4613 minor injury/ illness / impairment - correction/additional information. H6 codes: health effect - clinical code/ remove 2418 loss of consciousness - correction/additional information. H10: corrected data. Concomitant medical products - additional information.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, it was reported by the patient¿s daughter that the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in an undisclosed location. According to the report, the patient had a sudden period of disorientation while at work at the hospital. She was unable to speak, and her eyes rolled in the back of her head. Security personnel at the hospital took her to the emergency room. Her tandem pump display showed the cgm value was 85 mg/dl, but the bg finger stick value was 30 mg/dl. She received treatment with dextrose and IV fluid to stabilize her bg. After her bg level increased, she was responsive and recovered. There was no documentation of further medical intervention. At the time of the report, the patient was still in the hospital and expected to be released on (B)(6) 2023. At the time of contact, it was indicated that the patient was feeling much better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.